Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause of the iipv could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 22:17:26. During night drain cycle one, the patient's ultrafiltration reading was 4333ml, indicating the patient drained 4333ml more than their maximum programmed fill volume of 2800ml.no additional information is available.